Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she did not know the serial or model number of her current implantable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins had not charged for over a month and the patient had made an appointment with their rep. The patient believed something had gone wrong with the ins. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's implantable neurostimulator (ins) that was implanted on (B)(6) 2014 was replaced because it did not work at all, "not one minute ," and it was no good. This ins was replaced with a new ins in (B)(6) 2014. No patient symptoms were reported regarding this event. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jun-04. It was reported that the healthcare professional (hcp) put the implantable neurostimulator (ins) in crooked when it was first implanted so that she couldn¿t charge it at all. The patient noted that as soon as she got off of the operating table on 2014 (B)(6), the ins never worked well when trying to recharge it. At that time, the ins was located in her abdomen. A manufacturer representative (rep) tried to help on the day of the implant but nothing would work to get it to charge. The patient stated that they lived in agony for six months before the system was replaced higher up in her spine. There were no further complications reported or anticipated.